Event description:
It was reported that the ilet user ran out of insulin and started a new supply, after which glucose values fluctuated between low and high throughout the day. During a low, the pump displayed 72 mg/dl and a fingerstick measured 63 mg/dl, the user consumed dinner and oral glucose without announcing the meal, and the user¿s caregiver noted a tendency to overtreat lows. The user and caregiver were advised to monitor glucose and engage with training to ensure the pump is configured and used as instructed. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 63 mg/dl to 333 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose, and the user returned to a normal range by the end of the call. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.